Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber "twisted/rotated independently of the metal cap at 153,964 joules of use. The procedure was completed using a second fiber. Patient outcome: "no damages to the patient."

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap, at the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. Moderate char and burnt detritus on the metal cap and severe devitrification of the glass cap at the output window was also observed. Both caps remain attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiber issues may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was suspected to be related to localized heat accumulation/ user handling, due to anatomical/procedural factors encountered during the procedure.